Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female who underwent breast augmentation revision with a 450cc mentor memorygel breast implant (left) and a 500cc mentor memorygel breast implant (right) experienced several unexplained systemic symptoms post procedure. Fatigue, pain, difficulty swallowing, headaches, insomnia, dizziness, fevers, chills, thyroid nodules, hair loss, dry skin, hives, eczema, irritable bowel syndrome, tinnitus, weight gain, food intolerance, vitamin deficiency, night sweats, inflammation, tingling in the extremities, unspecified dental issues, swollen lymph nodes, blurred vision, and vertigo were noted. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, an explant without replacement was performed on (B)(6) 2021. See 1645337-2022-02844 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on april 17, 2022. The patient's symptoms were stated to have cleared after explant. Manufacturer¿s reference number: (B)(4).